Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/23/2021. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the initial procedure? Catheter fixation. Were x-rays taken to locate the needle piece(s)? No needle piece fallen into the patient. Was the needle piece(s) retrieved during the same procedure? N/a. What is current condition of the patient? Non specified. What was the size of the needle used? Needle pre-assembled on the thread (1 / 2c 26 mm). Was more than half the needle retained in the patient? No.

Event description:
It was reported that a patient underwent an unknown fixation of a catheter on (B)(6) 2021 and suture was used. During the procedure, the needle broke making it impossible to penetrate the skin at first attempt to stitch. No adverse patient consequences were reported. Additional information was requested.